Manufacturer narrative:
(B)(6) hospital; (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent laminectomy l3-4, posterior lumbar fusion surgery at l3-4 in which rhbmp-2 was used. Post-op, patients sustained unspecified injuries.